Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the ventilator's air gas module was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was found defective and needs to be replaced. No device logs was received and no part was returned for further investigation. A report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). According to the fse, the ventilator failed pressure transducer test during pre-use check. The air gas module was contaminated with water. The hospital decided not to wait to repair the ventilator. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the fse, the water came from the hospital's gas supply.

Event description:
Manufacturer's ref.#: (B)(4).